Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that they were getting electric shocks up and down their legs. The patient reported therapy stopped helping the pain. They still felt the left leg but pain overrode it. Therapy gave them somewhat relive but they could not get it to where the pain starts. They did not feel stim on the right leg at all. The patient saw the health care professional (hcp) the day before the report and they told them to get an MRI to check on leads and everything. In (B)(6) 2016 the shocking up and down the legs and last six months therapy stopped helping the pain. Other relevant medical history includes spinal pain.

Event description:
Additional information received from the consumer reported they had appointments scheduled with their managing physician on (B)(6) 2016. The consumer was trying to resolve the issue regarding shocking and loss of stimulation, but it hadn't been resolved at the current time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.